Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call motor error alarm and no delivery alarm on the insulin pump. Customer's blood glucose reading was unknown. Customer was unable to troubleshoot and did not have the insulin pump with them. Customer advised they would call back to troubleshoot the insulin pump.